Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had the trial done on (B)(6) of last year and it was beautiful. Caller stated that very soon after the permanent implant, they started getting like 100 bee stings stinging them. Caller added that when they sit wrong, lay wrong, or put their belt on, they would get these stings that were very painful. Caller thought maybe this was just normal that the nerves were reacting or whatever, but it went on for the longest time after implant. Caller noted that after a period of time, the stings either subsided or went away, but they had adjustments made 6-8 times trying to get relief equal to the trial version, but that never succeeded. Caller then stated that their pain management doctor decided to get an x-ray and realized that one of the lead had dropped about 2.5 inches. After talking some more, they decided to scrap it and put a new one in on (B)(6) of this year. Caller confirmed that the new lead has been working just like the initial trial. Caller mentioned they were disappointed with the initial lead that were implanted because it feels like that they went in to take a bath one day and they thought someone threw a hair dryer in it and they were being shocked all over their body. Agent asked caller if they were still getting any pain at the moment with the new implant; caller stated they are doing good but they may have them make some adjustments next week because they only come in on thursdays. Caller also mentioned they are a lot more active now than they were in the springtime gardening and all that, so a lot of it could be old muscle pain but they have dropped their pain medications down by half. Caller also provided feedback to the field rep because when they notified the rep about the pain they are getting, rep just acted normal. Caller wanted to speak with a higher department/supervisor regarding this issue. Agent reviewed supervisor request information. Patient repeated previously documented information about their experience and felt as though the first lead they had was defective and 'shorted out' because even the stinging stopped after maybe 2-4 months. Patient was upset that the 3 or 4 reps they met with all seemed to think the stinging sensations they experienced were a normal part of scar tissue development and was advised to massage the area, which never relieved the issue. Patient went to see reps for many attempts to reprogram the ins, but they never reached a point where therapy was working for them. Agent understood, due to lead migration, the reps were not able to properly program therapy settings. Patient confirmed the new leads had been working great for them. Patient added they used to have to walk at a 45 degree angle by the middle of the day due to the stinging they previously felt, but now they were able to walk, sit and lay down without any adverse stimulation/discomfort. Patient wanted to express dissatisfaction with the way their reps approached their reported issues. Patient expressed happiness with how their ins was functioning now.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient assumed the leads were defective from the start as they didn't function as the trial leads which worked well from the start. The leads were replaced with new leads and the patient was using them with good results.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.